Event description:
Eri alert was confirmed on (B)(6) via remote monitoring. The device will be explanted and replaced.

Manufacturer narrative:
The device was explanted on (B)(6) 2025. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.